Event description:
After medical review of follow-up received on this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company¿s new device reporting tree. Initial info for this non-serious unsolicited report was reported by a physician and forwarded by local affiliate ((B)(4)). This case involves a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) and hyaluronic acid (restylane) on (B)(6) 2010, with hyaluronic acid in the lips and poly-l-lactic acid to correct loss of facial volume. In (B)(6) 2012, (B)(6) months after the poly-l-lactic acid treatment, three visible nodules appeared with 2 under the eyes and 1 above left eyebrow. The nodules under the eyes were noticed first and were described as small and hard. No signs of inflammation noted and no corrective treatment was given. The nodules under the eyes were shrinking, but the nodule above the eyebrow was unchanged. The pt reported that she had felt tired lately, but did not consider tiredness as related to the adverse event. The pt also reported that she had an infection after the injection (nos) that required antibiotics treatment (nos) and she could not work for one week. The physician assessed no causal relationship between the treatment and the nodules. No medical history or concomitant medications were provided. Corrective treatment: none for nodules, antibiotics (nos) for infection. Action taken: not applicable. Outcome: not recovered for nodules, unk for infection. A pharmaceutical tech complaint (ptc) was initiated with global ptc number (B)(4). Ptc investigation results was provided as following: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(6) up to the end of 2010 and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out¿ the verified batches were: (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as ¿no conclusion possible¿ for the lack of an important element of eval that is the complaint sample itself. Conclusion: no investigation possible. Add¿l info received on (B)(4) 2012: ptc investigation results added. Add¿l info received on (B)(4) 2012 from the pt: this case is upgraded from non-serious to serious after medical review of this follow-up utilizing the company¿s new device reporting tree. The pt¿s age clarified. Poly-l-lactic acid treatment date and indication added. New event infection with corrective treated added. Detail on event of nodules added. Concomitant drug hyaluronic acid added.